Event description:
Info was rec'd that the enclosure of the device appears to have been damaged. According to the info rec'd, it is not known if the pt was using the device at the time of the reported event. The pt did not report any harm. The pt has reported that the deivce has been thrown away and is no longer available for investigation. The alleged failure has not been confirmed.